Event description:
New information received stated that the pacemaker was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Final analysis found the device was returned with no output and no telemetry due to battery depletion. Further testing of the device found current drain from the hybrid was anomalous. The hybrid was tested and found that the current remained the same during this test when power was re-applied to the circuit. High current condition could not be reproduced. This indicated a latch-up condition that resulted in premature depletion. Longevity assessment was performed and found the device did not meet the projected longevity.

Event description:
New information received stated that the patient was not able to come in for a pacemaker change sooner as recommended by the clinic. The patient presented to the hospital for a transesophageal echocardiograph imaging at which time the pacemaker was found at end-of-life status. The patient experienced bradycardia at the time of the visit. After the device replacement on (B)(6) 2019, the patient recovered and no further incident was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was discovered that the device exhibited premature battery depletion. The device, however, had not reached the elective replacement indication. It was recommended that the patient be monitored closely. No intervention was performed.